Manufacturer narrative:
Reference MFR report # 2916596-2016-01283 for the report of the patient's previous admission for suspected hemolysis. (B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had been previously admitted for suspected hemolysis on (B)(6) 2015. It was reported that the patient presented to the hospital on (B)(6) 2016 with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. At the time of admission, the patient's inr was 3.2 (target inr is 3.0-3.5). The patient was bridged with heparin, was listed as status 1a for transplant, and remained in the hospital. On (B)(6) 2016, the patient had gross hematuria as well as an elevated ldh and plasma free hemoglobin level. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The report of suspected pump thrombosis and hemolysis was confirmed based on the evaluation of the returned device. Upon disassembly of the device, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. A larger thrombus formation was found adhered around the inlet bearing ball. The two thrombi appeared similar in color and structure near the interface area where the inlet bearing ball and cup meet, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Although the evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations, they were obstructing approximately 30 to 40 percent of the blood flow pathway and could have contributed to the report of hemolysis. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.